Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports: the packs have 11 sponges instead of 10. The customer requests to know if the lot number was produced before or after the corrective actions were put into place.

Manufacturer narrative:
An investigation of the reported condition was performed at the manufacturing facility. A device history record review of the reported confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples/photos received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis, the most possible root cause would be the worker mixed the product that was ejected from the weighing machine with the finished goods product. As a continuous improvement, the supplier has increased their weighting system which was previously done only one time to two times and trained the operators to be advised and alert of the reported condition this during weighting process. The reported lot for this complaint was produced prior to the corrective action taken. This complaint will be used for trending purposes.